Event description:
Lost the balance of knees [balance disorder], feet numb/hands numb [hypoaesthesia], lost so much weight/wearing size 22 dresses and that day was down to a 12 [weight decreased], was (B)(6) right leg got shorter than left/shoe size was (B)(6) [body height decreased], pain in feet and legs [pain in extremity], feet swelling [oedema peripheral], feels like weight tied to ankles [sensation of heaviness], walking with cane [mobility decreased]. Case description: a consumer reported that they, a female age unspecified, used fixodent denture adhesive, version unk cream unspecified frequency beginning in 1987 and also used poligrip beginning in 1987 and reported loss of balance when walking or climbing stairs that feels like walking on a sponge or like weights are tied to her ankles requiring the use of a cane or the need to hold onto something. She has numbness of her hands and feet making it difficult to determine the temperature of bath water. The consumer's middle toe became infected when trimming it too deeply due to numbness requiring the removal of the toe in (B)(6) 2011. The consumer reported pain in feet and legs and that her feet swell at the time. The consumer mentioned that she has lost so much weight; going from a size (B)(6) and that her height has changed from being (B)(6) with her right leg becoming shorter. Her shoe size went from a size (B)(6). Health care professional was visited. The consumer continues to use the product. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the rptr therefore unable to proceed with batch retain testing or product investigation.